Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while clipping canal cystic, the device jaw was not able to close to close and there was an issue experienced with the loading/firing of the clips. No clip was able to load properly into the jaws of the device. Another device was used to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic procedure, while clipping canal cystic, the device jaw was not able to close to close and there was an issue experienced with loading/firing of the clips. No clip was able to load properly into the jaws of the device. Another device was used to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during the pmv testing. However, the instrument was received with the handle partially actuated with a fully formed clip clamped in the jaws. The ratchet mechanism was still engaged on the forward stroke indicating that the handle cycle was never fully completed. The handle was fully actuated, allowing for release of the jaws and return of the handle to the neutral position. Functional testing found the instrument to cycle without binding. The three remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. In addition; when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Please be sure to complete the full handle compression during actuation of the handle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the handle compression not being completed may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.